Event description:
Caller reported an issue with a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support who provided complete pump reset information and guided the caller through the process. After the pump reset, the problem was resolved, and the customer successfully started their sensor session without further errors.